Manufacturer narrative:
The distributor reported that during catheterization a patient was burned because of disconnected between the instrument and blanket. They called the client and found the end user had been using the cat#: 244 blanket on the patient continuously for 3 hours. The device was returned to gentherm medical and evaluated. The evaluation identified no problems.

Event description:
The customer claims that during catheterization a patient was burned because of a disconnect between the device and blanket. The end user had been using the cat#: 244 blanket on the patient continuously for 3 hours.